Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels reached 450mg/dl and correction boluses were delivered to address the bg levels. For the past occlusion alarms, the customer resolved the occlusion alarms by changing their pump supplies. A system check was performed using the current supplies and the occlusion was found to be within the infusion set site as the customer observed a clear "gummy" substance at the site. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that the "gummy" substances may be insulin at the infusion set site and educated the customer that apidra is contraindicated for use with the pump. The customer changed their infusion set and resumed insulin deliveries.